Manufacturer narrative:
Article website: http://www.ajnr.org/content/35/5/959.full#t2. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis; therefore, the event cause could not be determined. There is limited information about the device and/or the patient, therefore all death events were captured in this report. (B)(4). Related MDR to report serious injury from this article: 2029214-2015-00162.

Event description:
Citation: mohlenbruch et al. Mechanical thrombectomy with stent retrievers in acute basilar artery occlusion. Am j neuroradiol 35:959-64, may 2014. Covidien received information through literature review that 3 patients died after mechanical thrombectomy with solitaire fr to treat acute basilar artery occlusion. It was reported that 24 patients (mean age 70, 14 males) were treated between (B)(6) 2009 and (B)(6) 2012. In 9 patients the solitaire fr was used and in 2 patients both the revive se and solitaire were used. Patient #3 had a baseline nhiss score of 35 and received 55 mg intravenous rtpa as bridging therapy before endovascular therapy and a local 20 mg intra-arterial thrombolysis as an adjunctive therapy. Despite a successful recanalization (tici at end point = 2b), the patient experienced asymptomatic postprocedure hemorrhage (h1) causing extensive brain stem infarction and fatal outcome. Patient #5 had a baseline nhiss score of 26 and received 35 mg intravenous rtpa as bridging therapy before endovascular therapy and a local 21 mg (maximum dose) intra-arterial thrombolysis as an adjunctive therapy. The patient also received additional intracranial stent placement. Despite a successful recanalization (tici at end point = 2b), the patient experienced thromboembolic occlusion of a previously unaffected artery. Patient #23 the basilar artery remained occluded despite 5 attempts with revive se, another 5 attempts with solitaire fr, and even after eventual percutaneous transluminal angioplasty.

Manufacturer narrative:
(B)(4)